Manufacturer narrative:
Device evaluated by MFR: a promus premier, us, mr 4.00x32mm stent delivery system (sds) was returned for analysis. The device was returned inside a 6fr guidezilla device. A visual examination of the crimped stent found damage along the length; the stent had moved 7mm from the proximal markerband in a distal direction. There struts were overlapping bunched and distorted from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. The 6fr guidezilla was returned with the device inside, as a result of the stent damage it was not possible to remove the device through the guidezilla . During examination of the device the analyst cut the hypotube of the catheter and was able to remove the device from the distal end without any resistance. The visual and tactile examination of the shaft polymer extrusion profile found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the ostial right coronary artery. A 4.00x32mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. A 145 guidezilla¿ guide extension catheter was utilized to assist in delivering the stent. However, it was noted that the stent became stuck inside the guidezilla and was not able to cross the lesion or be removed from the guidezilla. The devices were removed together from the patient as one unit. A non-bsc stent was attempted to advanced but still failed to cross the lesion. The physician only performed a percutaneous transluminal coronary angioplasty using a 3.0x12mm emerge balloon catheter with no stent placement and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the ostial right coronary artery. A 4.00x32mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. A 145 guidezilla¿ guide extension catheter was utilized to assist in delivering the stent. However, it was noted that the stent became stuck inside the guidezilla and was not able to cross the lesion or be removed from the guidezilla. The devices were removed together from the patient as one unit. A non-bsc stent was attempted to advanced but still failed to cross the lesion. The physician only performed a percutaneous transluminal coronary angioplasty using a 3.0x12mm emerge balloon catheter with no stent placement and the procedure was completed. No patient complications were reported.